Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt did not receive therapeutic effect from his pump. An alarm was heard but not confirmed through telemetry. The pt stated that the medications that his hcp had prescribed were not providing him with adequate relief. The hcp had stopped the pt's pump and the pt had planned to eventually have the device explanted. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.